Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported two instances where the retrieval string detached from the pessary while removing the product from the individual packaging. Each instance involved product from the same container. This issue was noted prior to use. No consequences reported.